Event description:
It was reported that during a da vinci assisted surgical procedure, customer encountered messages stating that a pedal was engaged even when it was not firing. It was further stated that energy was still being applied to handheld instruments even after foot was off the pedal. Customer checked the vision side cart (vsc) foot pedals and springs but, found no issues. Customer was currently moving forward with the case by clearing the message by power cycling the integrated electrosurgical unit (iesu) erbe. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse confirmed with the customer that both the foot pedals were in the drawer of vision side cart (vsc). Fse replaced both the erbe pedals (monopolar and bipolar) to resolve the reported issue. The system was tested and verified as ready for use. The affected parts involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause of error m-1c is attributed to the user exceeding the maximum energy activation time of 35 seconds. This issue can be resolved by releasing the energy activation pedal and reactivating if additional energy is required or by replacing the foot pedal.